Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm. The patient removed the sensor and reported that no wire was visible, leaving uncertainty as to whether the wire remained on the skin. The patient experienced discomfort and observed signs of infection at the insertion site. On (B)(6) 2025, the patient consulted a physician and was prescribed an unspecified oral antibiotic for 10 days. No x-ray or other diagnostic procedures were performed, and no additional details were documented. At the time of reporting, the patient was in good condition and confirmed that the infection had resolved. Although the report indicates that the patient was hospitalized, the duration of hospitalization (less than or more than 24 hours) remains unknown. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.